Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified left brachial vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a non boston scientific introducer sheath was inserted. The lesion was crossed with a non boston scientific guidewire. The balloon was advanced to the lesion and inflated. At first inflation, it was noted that the balloon ruptured at 6atm within 10seconds. A pinhole in the middle part of the balloon was noticed. The device was removed without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.